Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed stating: the devices were received showing surface wear consistent with their ages of 9.5 years (part 03.008.007) and 9 years (part 03.008.009). Nicks and dents were observed along the edges of the devices. The associated nail was not returned; therefore, testing with the nail in question was unable to be performed. However, during functional testing the devices were assembled and the mating surfaces were found to be flush with no misalignments. The aiming arm could be rotated axially around the insertion handle as intended and properly seated into each desired orientation. The tabs on the insertion handle were also noted to straight with no defects that would contribute to a misalignment. The reported drill bit was part number 03.010.061 which is used for the talar and proximal locking options prior to insertion of the desired 5.0mm screw. Thus, the ¿180&120,¿ ¿dynamic,¿ ¿static,¿ ¿150,¿ and ¿talus¿ alignment holes were inspected. They were each found to be within the specification of 12mm +0.036/-0 per drawing. C/a measuring 12.01/12.03 (best fit gage pin / gage pin: gp32). Thus, the devices were found to not shows any defects which would contribute to the complaint condition. As no issue was identified, the complaint condition for this device is unconfirmed and could not be replicated. Drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. --insertion handle. --aiming arm. --aiming arm base. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A definitive root cause could not be determined. The devices were received showing surface wear consistent with their ages of 9.5 years (part 03.008.007) and 9 years (part 03.008.009). During functional testing the devices could be properly assembled and did not shows any defects which would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #: 03.008.007, lot #: 1647867: manufacturing location: (B)(4), manufacturing date: 13.sep.2007: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2017 a drill missed the nail through the aiming arm and trocar. The aiming arm and insertion handle were removed and the surgery was completed using free hand techniques. The procedure was completed successfully with about 5 to 10 minutes delay. Concomitant devices reported: drill (part #: 03.010.061 lot # unknown, qty 1), trocar (part #: unknown, unknown lot #, quantity: 1). This report is for one (1) insertion handle f/hindfoot arthrodesis nail-ex. This is report 1 of 2 for complaint (B)(4).